Event description:
Pt stated that during the night, the base of the indwelling subcutaneous insulin infusion catheter separated from the adhesive section that anchored the device to her skin. The catheter then pulled out of her body, stopping the insulin infusion. Her blood glucose level increased and she developed diabetic ketoacidosis and required hospitalization.